Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for safety shield separation with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to safety shield separation as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that one bd vacutainer® eclipse¿ blood collection needle has been found experiencing safety shield failure during use. The following has been provided by the initial reporter: it was reported that the safety mechanism broke off when engaged. Per email: we have a report of safety devices malfunctioning on a blood collection device. Part number 368607, lot number 9099921. There were 2 events with this device; however the second did not cause an injury; in this event, the safety mechanism broke off when engaged. These events occurred in the op lab testing area. Product from this lot number has been removed from use. Materials management has one of the defective needles that can be returned. Complaint 2 of 2.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® eclipse¿ blood collection needle has been found experiencing safety shield failure during use. The following has been provided by the initial reporter: it was reported that the safety mechanism broke off when engaged. Per email: we have a report of safety devices malfunctioning on a blood collection device. Part number 368607, lot number 9099921. There were 2 events with this device; however the second did not cause an injury; in this event, the safety mechanism broke off when engaged. These events occurred in the op lab testing area. Product from this lot number has been removed from use. Materials management has one of the defective needles that can be returned. Complaint 2 of 2.